Event description:
It was reported by the hcp that the patient was hospitalized for severe pain following the placement of a bravo ph monitor. No further information was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.